Event description:
It was reported that the device was explanted after an implant duration of approximately 80.8 months, due to unknown reasons. No further details were provided.

Event description:
The following was reported: "unknown material was observed at near vamp plus."

Event description:
A customer contacted beckman coulter and reported that erroneously high result for total bilirubin (tbil) was generated by the lx20 pro analyzer. The original samples and new redrawn samples were retested on different instrument. The results were in the normal reference range. Amended report was issued. The results were reported out of laboratory and the physician questioned the results. Patient treatment was not affected.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and, no device was returned for evaluation.

Manufacturer narrative:
Evaluation summary: heavy calcification is evident in the belly region and the free margin of leaflet 2. Calcification is moderate to heavy in the cusp area of leaflet 3 and minimal to moderate in the free margin of leaflet 3 and leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. A tear is detected at the free margin of leaflet 1 measures to approximately 3-4mm; calcification is detected in the region of the tear. Host tissue is moderate to heavy at the stent outflow and the stent inflow. The x-ray demonstrates calcification. (Model# 2800) additional information received on 03/10/10 indicates that the device was explanted due to aortic stenosis. The patient's pre-op diagnosis was aortic stenosis, mitral regurgitation and coronary artery disease.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.